Event description:
It was reported by the fse that during routine check the cs300 intra-aortic balloon pump (iabp) malfunctioned. The electrical test fails code 52 was present. No patient involvement. No harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found machine giving error electrical test fails code 52 with continuous beep. The fse reconnected the connections of front end pcb and cleaned and reconnected drive and shuttle transducers. Product passed all functional and safety tests per manufacturer specifications. No parts were replaced. The unit was handover to customer in good working condition.